Event description:
It was reported that the target lesion was located in the mid left anterior descending artery with 90% stenosis. Predilatation was performed prior to placement of the promus study stent. Lesion stenosis after stenting was 0%. Subject was discharged, (B)(6) 2009 on aspirin and clopidogrel. On (B)(6) 2010, 318 days post index procedure, the subject expired at home. No autopsy was performed. Per the death certificate, cause of death was cardiopulmonary arrest. No additional information or patient effects noted. (B)(4).

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported death is listed in the instructions for use (IFU) as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing or design.